Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately calcified left anterior descending artery (lad). A 2.00mm x 20mm emerge balloon catheter was advance for dilation. However, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported. It was further reported that the balloon ruptured upon initial inflation.

Manufacturer narrative:
Describe event or problem updated.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately calcified left anterior descending artery (lad). A 2.00mm x 20mm emerge balloon catheter was advance for dilation. However, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.